Manufacturer narrative:
This report is filed on june 27, 2019.

Manufacturer narrative:
This report is submitted on march 5, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6), 2019 and the patient was reimplanted with a new device during the same surgery.